Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the report burred vision. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurred vision at distance and near following an intraocular lens implantation procedure. The intraocular lens (iol) was exchanged after receiving a second opinion indicating that her pre-existing conditions of age-related macular degeneration and glaucoma were contraindications of the initial implanted iol. Further information received indicated that the consumer "was not having any issues".